Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system was not communicating. A field service engineer (fse) attempted to dial into the station but found remote support service (rss) offline. Restarting the rss service did not resolve the login issue. The fse coordinated with the rxtech to reboot the station, after which remote access was established. The station was observed to be stuck on initializing peripherals. The aio-05c was replaced and the station was reimaged twice. Following these actions, the station came online, resumed normal communication, and the rxtech was able to successfully log in. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that the bd pyxis¿ anesthesia station es was not communicating. However, there were no delay to patient care and adverse events or injuries reported based on this incident.